Event description:
During biomed testing, the device failed to power up. Complainant indicatedthat there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an open etch on the cpu board.